Manufacturer narrative:
(B)(4). It was discovered that the product reported by the customer is not sold in the us; therefore, the initial MDR, submitted on 06-jun-2023, should be retracted. Other remarks: n/a corrected data: n/a.

Event description:
It is reported that while in use on a long-term ventilated patient, "the catheter mount used to be able to manual hyperinflate the lungs with a water's type circuit does not fit on properly so flies off during treatment. The passy muir speaking valves used during ventilator free breathing do not fit on correctly and fall off, and the same catheter mounts that connect to the ventilator do not fit on well either and we need to use other measures to fix it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It is reported that while in use on a long-term ventilated patient, "the catheter mount used to be able to manual hyperinflate the lungs with a water's type circuit does not fit on properly so flies off during treatment. The passy muir speaking valves used during ventilator free breathing do not fit on correctly and fall off, and the same catheter mounts that connect to the ventilator do not fit on well either and we need to use other measures to fix it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that while in use on a long-term ventilated patient, "the catheter mount used to be able to manual hyperinflate the lungs with a water's type circuit does not fit on properly so flies off during treatment. The pass muir speaking valves used during ventilator free breathing do not fit on correctly and fall off, and the same catheter mounts that connect to the ventilator do not fit on well either and we need to use other measures to fix it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#: (B)(4). Additional information received on 07 june 2023 states that there was no patient harm or injury. The patient did not experience any desaturations. The actual sample involved in the complaint was not returned for evaluation; therefore, five representative samples were taken from current production at the manufacturing facility. A visual exam was performed on the representative samples and no defects were observed. It was also found that all five samples passed the ring gauge test. Although there were no issues found with the production samples, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause. Other remarks: n/a; corrected data: n/a.